Manufacturer narrative:
E1. Initial reporter phone: (B)(6). H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe leaked while drawing up medication. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product sample was provided for evaluation. As a result, the investigation could not confirm whether a quality-related issue contributed to the reported problem. The complaint could not be verified. Therefore, no further action will be taken at this time. A device history review was performed and no discrepancies or anomalies relevant to the complaint were identified.